Event description:
It was reported that the suspect device had two incidents where the customer tried to attach the suspect device tubing to the pump. An error message occurred indicating that the cassette was not attached properly: no patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product was returned, therefore, the customer reported complaint was not confirmed neither can be duplicated. If the product is returned, smiths medical will reopen this complaint for further investigation.